Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched. The interlocking arm was detached. The delivery wire was inspected and no anomalies were noticed. Functional inspection revealed that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection showed that the proximal end of the delivery wire has a smooth surface. The interlocking was inspected and no anomalies were noticed. The zap tip of the main coil has a smooth surface. The main coil was kinked and stretched, the interlocking arm was found detached. Dimensional inspection revealed that the overall dimension (od) of the weld, wire arm and wire zap tip matches with specification. For the main coil, the number of proximal fiber bundles, zap tip (od), primary coil (od) matches with specifications.

Event description:
Reportable based on device analysis completed on 25jan2021. It was reported that the coil got stuck in the catheter. The 90% stenosed target lesion area was located in a severely tortuous and moderately calcified subclavian artery. A 12mmx40cm 2d interlock-35 was selected for use in a coil embolization. During the procedure, it was noted that the coil got stuck in the catheter's distal part. The coil was pulled out and the procedure was completed with another of the same device. There were patient no complications. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched. The interlocking arm was detached. The delivery wire was inspected and no anomalies were noticed. Functional inspection revealed that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection showed that the proximal end of the delivery wire has a smooth surface. The interlocking was inspected and no anomalies were noticed. The zap tip of the main coil has a smooth surface. The main coil was kinked and stretched, the interlocking arm was found detached. Dimensional inspection revealed that the overall dimension (od) of the weld, wire arm and wire zap tip matches with specification. For the main coil, the number of proximal fiber bundles, zap tip (od), primary coil (od) matches with specifications.

Event description:
Reportable based on device analysis completed on 25jan2021. It was reported that the coil got stuck in the catheter. The 90% stenosed target lesion area was located in a severely tortuous and moderatey calcified subclavian artery. A 12mmx40cm 2d interlock-35 was selected for use in a coil embolization. During the procedure, it was noted that the coil got stuck in the catheter's distal part. The coil was pulled out and the procedure was completed with another of the same device. There were patient no complications. However, device analysis revealed that the interlocking arm was detached. It was further reported that the detached arm of the coil that was found during product analysis occurred outside of the patient.